Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was removed and there was no damage found to the button contacts or keypad flex cable. The pump was opened and there was no damage to the keypad connector or keypad flex cable. The keypad connector latch was found to be secured.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.